Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's obtuse marginal artery. Upon attempted balloon catheter inflation, it was reported that the balloon ruptured at 4 atmospheres of pressure resulting in the observation of a vessel dissection. There were no reported pt complications as a result and the pt was discharged from the cath lab. There was no add'l complications reported relative to this event.